Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer removed insulin from the cartridge after loading it onto the pump and did not complete air removal from the cartridge. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer loaded a new cartridge and continued using the pump for insulin therapy.

Manufacturer narrative:
Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.